Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11905. It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited loss of capture in the right ventricle. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information: patient weight.

Event description:
New information received notes the event of loss of capture was a lead issue and the right ventricular lead was capped and replaced on (B)(6)2019. The patient experienced no adverse consequences.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced during the right ventricular lead revision procedure on (B)(6) 2019.